Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver morphine sulfate 1 mg/ml, with a 5 minute pt lockout, with a 100 ml container size and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse unplugged the device from ac power so the pt could be transferred from the recovery room to a different unit. Upon arrival to the unit, the nurse reported that the device had powered off without sounding an audible alarm tone. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.